Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using powerport isp MRI via right internal jugular vein in the right chest wall. Post procedure, on (B)(6) 2026, it was noted that the catheter had completely fractured and partially migrated into the atrium, which resulted in arrhythmia. The catheter was subsequently removed in the interventional department. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.